Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer the insulin pump was estranged from the day before. Customer has been using the insulin pump for approximately a half year and this was the first time the customer experienced this issue. The nursing school had called the customer and their blood glucose was over 400 mg/dl and the sensor reading was 250 mg/dl. The night prior the customer's blood glucose was 150 and the sensor reading was 69 mg/dl. Customer was advised the sensor was unstable. No troubleshooting was performed for the high blood glucose. The insulin pump is not returning the device for analysis.